Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The device was reportedly disposed of by the reporting facility. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed to explant a broken variable angle locking compression plate. The plate was initially implanted on (B)(6) 2015 to treat a distal radius fracture. The surgeon reportedly applied the complained plate in accordance with the technique guide after completing the fracture reduction. Approximately three weeks after the initial surgery, breakage of the plate was discovered via x-ray. Revision surgery was performed on (B)(6) 2015 to remove the broken plate and reduce the treatment area. Although the plate was confirmed to be broken, synostosis of the affected area was observed. Additional details regarding the revision surgery were not provided although it was reported there was no surgical delay. This report is 1 of 1 for (B)(4).